Event description:
The patient contacted animas on (B)(6) 2013 reporting that they had a loss of prime right before the call to customer support. The patient reported that the pump motor was slowing down and making a grinding noise. The patient reportedly remove the cartridge and primed manually. When completing the ez prime step safety resetting pump, the patient reported the pump pushed the insulin out in a stream during the load step. There is no reported adverse event with this complaint. This report is being made due to the load step malfunction issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/01/2013 with the following findings: during investigation, the pump history was reviewed and showed that no load step malfunctions were recorded in the black box. The black box did record several occlusion alarms followed by loss of prime with high force. There were also several attempts to prime while occluded. Loss of primes were observed with both zero and non-zero low force. During testing, the pump performed the rewind, load, and prime steps with no loss of prime warnings. The load step was long and the pump read 103 units remaining with the cartridge loaded at 200 units. Bolus steps were not able to be performed and the pump could not be exercised for 24 hours due to continued loss of prime. During evaluation, the force sensor calibration and force sensor resistance were found to out of specifications. The pump was opened and contamination was found on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.